Event description:
It was reported that the patient presented in clinic for with discomfort due to stimulation from pacing on the right atrial (ra) lead. The ra lead was capped and replaced on (B)(6) 2026. Patient condition was stable.